Manufacturer narrative:
Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "material no: unknown. Batch no: unknown. It was reported customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers. Please see complaint below. Customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers. They are not seeing this when they run the tests on sst. The customer is currently using the roche instrument. Please pull retention and start investigation asap. Please. Thank you. We are gathering some information to send to you from our own investigations. For now, I can provide you with the following info: our lihep psts are the 13x100 (5 ml fill volume), same for the nahep tubes the two lihep pst lot numbers that we demonstrated this effect were: 8276827 and 8249566."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "material no: unknown, batch no: unknown. It was reported customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers. Please see complaint below. Customer states they are experiencing false positive results for anti-cyclic citrullinated peptide (anti-ccp) when using na heparin or li heparin ( pst) vacutainers. They are not seeing this when they run the tests on sst. The customer is currently using the roche instrument. Please pull retention and start investigation asap. Please. Thank you. We are gathering some information to send to you from our own investigations. For now, I can provide you with the following info: our lihep psts are the 13x100 (5 ml fill volume), same for the nahep tubes. The two lihep pst lot numbers that we demonstrated this effect were: 8276827 and 8249566".